Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg was not working and that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.